Event description:
It was reported that an alert for post-paced t-wave oversensing was received. Programming changes were made and the issue was resolved. The patient was in good condition following the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.